Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death is unknown. It was noted that during implant of the implantable pulse generator (ipg) system, the patient's blood pressure rose requiring antihypertensive drugs. The blood pressure then dropped requiring hypertensive drugs to be administered. It was noted that the patient began to "rampage" and anesthetic was administered. Perforation was suspected, and it was confirmed by echocardiogram. The patient was unconscious at the end of the implant procedure with low blood pressure and they were intubated, but they later passed away.